Manufacturer narrative:
Four samples were received for evaluation. Visual inspection of the devices found them to have contamination and cuts on the silicon, cuts on the neckstraps and the line was noted to be cut on them as well. During the verification, 32 assemblies were reviewed to see if they had a molding issue such as "short shot, cuts, split, voids or bubble" and no damage was detected on the units. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the shm facility, the customer complaint has been confirmed.

Event description:
Information was received that the flange has torn on a smiths medical portex bivona tts cuffed pediatric with straight neck flange tracheostomy tube. Subsequently a tracheostomy tube change out was required. No adverse patient effects were reported.